Event description:
Unwitnessed arrest of 94 year old male w/ashd & cancer of prostate. CPR called after finding unresponsive with no actice vital signs. Defibrillator brought to room charged and checked did not appear to deliver charge to patient according to those at scene. When button pushed burning smell. Second defibrillator used did not appear to deliver charge to patient. However, biomedical engineering unable to re-cuperate axact condition of all switches/buttons at time of event. IV infusion in place unknown if pump in usedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, none or unknown, none or unknown, battery/pack, component failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, invalid data. Invalid data - on device destroyed/disposed of status.